Event description:
Physician reported baker grade of IV.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis results: visual analysis of the returned device identified an extended opening and fold creases. A weight test of the explanted material was performed and it was found to be underweight. Microscopic analysis of the returned device identified wear abrasion, a sharp opening with localized stresses induced in posterior side assessed as surgical impact, stress marks assessed as non penetrating nicks, and an extended striated opening on anterior side assessed as surgical damage. A dimension measurement in the shell was performed and found the thickness to be within specification. Based on the device analysis the final assessment is a sharp opening with localized stresses induced assessed as surgical impact and a striated opening assessed as surgical damage. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "the implants became leaky and led to capsule fibrosis." The baker grade is unknown. The device has been explanted. This record represents the right side.